Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been reimplanted on (B)(6) 2022 due to the sum of deactivated channels. The user had in total four deactivated channels.

Manufacturer narrative:
Conclusions: device investigation revealed a deformation at the electrode array which is very likely the cause for the short circuits measured. The observed damage is typical for occurring during difficult insertion of the active electrode array into to the cochlea. At the time of explantation one channel was found extra cochlea. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient has been reimplanted on (B)(6) 2022 due to the sum of deactivated channels. Additonally, discomfort was reported which started in 2022. The recipient had limited benefit with the device before.